Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved.

Event description:
Consumer reported complaint for the 31g trueplus single-use insulin syringes. Complaint was initially reported via e-mail by distributor on behalf of customer: cardinal health reference number: (B)(4). Manufacturer contacted the customer via telephone. Customer stated that she has been using the trueplus brand of syringes for 4 years. Customer stated the package had not been open or damaged when received. Customer stated that the needles on some of the syringes are rusted and stained. Customer stated that it hurt when she attempted to use the syringes. At the time of the call the customer felt well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 24-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities were observed on returned product, retain samples and review batch record. All the test results meets requirements. Most likely underlying root cause: mlc-009: use error caused or contributed to event.